Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The treatment included an unspecified anti-inflammation injection (dose, frequency, duration and route not reported) for peritonitis. At the time of this report the patient was not recovered. Action taken with dianeal therapy was not reported. No additional information is available.